Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insufficient brightness, light guide bundle damaged (severely interrupted and weakened). A root cause could not be identified. Based on the investigation results, the following is likely to have led to the malfunction: the most probable cause was traced to component failure. Since the device is more than 15 years old, the device history record could not be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had an abnormal image. The issue occurred during inspection for use. There were no reports of patient involvement.